Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s blood glucose level was reported as 300 mg/dl to 500 mg/dl all day. The customer stated that there is something wrong with her basals and her pump is only able to give 25 units max and when putting information it is saying 30 units which she can't deliver. Caller wants to give her self insulin. The insulin pump will not be returned for analysis.